Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that wires on the motor protection switch of an aquabplus reverse osmosis (ro) system had seared. The reported issue was discovered during evaluation after the mps was red and tripped during stage 2 in supply mode and could not be reset. It was noted that the ro system also displayed the warning ¿w-02-51-03: concentrate pressure too low." The biomed explained that only two legs of the mps were working correctly and when closed (green pushed in) leg 2 was still open. There was no observed burning smell, smoke, spark, flame, or arcing. The thermal overload switch had not tripped. There was no blown fuse in the local power supply. There were no local power grid issues on or around the event date. The mps was replaced to resolve the reported issue. The ro was never removed from service and patients were able to continue treatment uninterrupted. There was no personal harm to anyone as a result of the reported thermal damage. No parts are available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that wires on the motor protection switch of an aquabplus reverse osmosis (ro) system had seared. The reported issue was discovered during evaluation after the mps was red and tripped during stage 2 in supply mode and could not be reset. It was noted that the ro system also displayed the warning ¿w-02-51-03: concentrate pressure too low." The biomed explained that only two legs of the mps were working correctly and when closed (green pushed in) leg 2 was still open. There was no observed burning smell, smoke, spark, flame, or arcing. The thermal overload switch had not tripped. There was no blown fuse in the local power supply. There were no local power grid issues on or around the event date. The mps was replaced to resolve the reported issue. The ro was never removed from service and patients were able to continue treatment uninterrupted. There was no personal harm to anyone as a result of the reported thermal damage. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the manufacturer was able to confirm the reported event based on the provided information. The most likely failure cause was determined to be a bad electrical contact between the wires at the motor protection switch or temporary line fluctuations in the local power supply. In such cases the currents over the motor protection switch will be unbalanced and higher currents cause a tripped motor protection switch. The high current results in the defective motor protection switch due to thermal stress of the inner parts and connected wires. The issue was solved by the technician replacing the motor protection switch, which includes a reseated wire connection at the motor protection switch. Regardless of the cause of this complaint, a design change for a different motor protection switch type and electrical connection is being implemented. The new design is currently not available for the us market. The design change process is ongoing. The device history record was reviewed and no similar behavior was reported during the internal test procedure. The review of the repair history reveals no further complaints for this aquabplus system.